Event description:
Fire alarm sounded and maintenance staff smelled something burning and noticed presence of smoke in outpatient procedure area upon entry to this locked unit. Fire department was en route to hospital. In the room, a small electrical fire was noted. The power cord to dash monitor 3000 had melted and burned off the receptacle in the wall. At this time there was no flame and the electrical breaker had tripped, which caused the fire to extinguish itself. The electrical outlet wires were burned 3 inches with not further damage to the remainder of the wire. Fire department checked the wall for underlying fires and found none. A fire extinguisher was not utilized. Damage was noted to the dash power-cord, electrical outlet and wallpaper. The room was taken out of service to repair electrical outlet and replace wallpaper. Manufacturer response for noninvasive vital sign monitor, dash 3000 (per site reporter): event reported to report equipment failure. Currently awaiting return phone call to finish process of reporting equipment failure and arranging necessary follow-up.